Event description:
It was reported that the cartridge was not fully snapped into the pump. There was no adverse impact to the customer's blood glucose level. The customer removed an o-ring, cleaned the pneumatic tap area as instructed by technical support, and successfully reloaded the original cartridge, allowing them to resume insulin therapy.